Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter was giving the error 5 error message. On june 16, 2009, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On the day prior to original date at 6:45 am, the patient noted the reported meter was giving the error 5 message; he was unable to obtain a blood glucose reading. The patient did not take any action, or make any changes to his meals or medications due to the error message issue. At approximately 9:45 am, the patient began to experience the symptoms of dizziness, vomiting, sweating and 'feeling hot and cold'. As the patient was unable to test his blood glucose level, he made an emergency appointment with his physician. That afternoon, the patient's blood glucose level was tested by the hcp to be 136 mg/dl. He was treated intravenously with fluids, and given a diagnosis of dehydration. On the day of this event, the patient was not experiencing any other illnesses or medical conditions, and it is not known what was the possible cause of this event. The patient takes a set dose of an oral diabetes medication; name and dose unknown. He tests his blood glucose level twice per day. During the troubleshooting telephone call, the customer care advocate (cca) determined this was not a new meter and the patient's testing technique was correct. The cca also discovered that the test strips were damaged, which can cause error messages. The meter, test strips and control solution were replaced. The patient claimed to have experienced symptoms indicative of severe hyperglycemia after he was unable to test his blood glucose level due to the meter issue. The patient was diagnosed with dehydration, and received emergency medical attention and treatment with intravenous fluids. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.